Event description:
It was reported that while monitoring the patient's ECG, the paramedic observed that the patient deteriorated into a ventricular fibrillation rhythm. When this occurred, the paramedic applied the defibrillation electrodes and switched the device into the paddles lead. The device did not show the patient's rhythm on the screen with the defibrillation electrodes. The device would not recognize the connection with the defibrillation electrodes. The paramedic attempted to do some troubleshooting by powering the device off and back on and removing the ECG electrodes but the device still was unable to detect the defibrillation electrodes on the patient. This issue delayed treatment until they arrived at the local hospital. The patient did survive the event.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported failure. The customer did not have the defibrillation electrodes used during the event available for evaluation. The service agent observed proper device operation through functional and performance testing and the device will be returned to the customer for use. The electronic patient file was extracted from the device and evaluated. It appears that the connection of the electrodes to the patient may not have been sufficient; however information regarding the placement of the electrodes and patient preparation was not received. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.